Manufacturer narrative:
Exact date unknown, event occurred in the year of 2015.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. No further information has been obtained despite good faith efforts.